Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation treated with a pericardiocentesis and platelets. Transseptal puncture performed with an abbott brk1 needle and ablation was performed. There was no evidence of a steam pop. It was reported that they did a mitral line anteriorly and posteriorly, and a roof line. While checking the previous cavo-tricuspid isthmus line (cti) line, it was observed that the patient's pressure dropped post ablation. They checked for an effusion with ultrasound and there was about a 1.5cm effusion. They reviewed the case, and it looked like there was a perforation along the roof line that was performed near left superior pulmonary vein. That is what the physician assumed based on his stability going on and off of that ridge area. Max impedance drop was 19 and the average impedance throughout the case was 82. There were instances of high force, however, they were not carried over to the average force rating and there were no large impedance drops associated with those lesions. Correct settings utilized and no error messages during procedure. No surgery was needed post case and the patient has improved.